Event description:
It was reported that a patient was induced for a surgical procedure in the induction department without any special incidents. A perseus was used as the anesthesia machine and a reusable tube system with filter, tube extension and mask was also used. After intubation, the patient was switched from manual ventilation to pc. The user noticed that there was a leak, which was getting bigger by the minute. The customer suspected that the tube was the cause of the leak and reintubated the patient. After reintubation, the patient was transferred from the induction to the room and continued to be ventilated on a perseus in pc. The user reported that the leakage detected in the induction was also present with the new tube. After a short time, an audible noise could be heard, which was due to a crack in the ergostar cm 55. Ergostar was replaced and ventilation was continued without further incidents.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Manufacturer narrative:
The ergostar cm 55 in question was available for investigation. The described error pattern was confirmed during the visual inspection. The ergostar hose has a tear at the transition to the patient-side connector. It was determined that during the manufacture of the raw hoses, the setting of the guide roller resulted in a thin hose wall, which promoted the formation of tears. The supplier has already corrected the guide roller setting and provided additional training to staff so that they can recognize and avoid this fault in future. During production, the circuits are 100% checked for leaks before packaging and shipping. If the crack in the tube material causes a significant leak, this is detected during the self-test or during operation and an alarm is triggered. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that a patient was induced for a surgical procedure in the induction department without any special incidents. A perseus was used as the anesthesia machine and a reusable tube system with filter, tube extension and mask was also used. After intubation, the patient was switched from manual ventilation to pc. The user noticed that there was a leak, which was getting bigger by the minute. The customer suspected that the tube was the cause of the leak and reintubated the patient. After reintubation, the patient was transferred from the induction to the room and continued to be ventilated on a perseus in pc. The user reported that the leakage detected in the induction was also present with the new tube. After a short time, an audible noise could be heard, which was due to a crack in the ergostar cm 55. Ergostar was replaced and ventilation was continued without further incidents.